Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is available for evaluation by baxter. Attempts have been made to retrieve the sample as well as additional information. Baxter will continue to attempt to call the customer to retrieve the sample as well as additional information. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional information: per the customer, the device is not available for evaluation. Therefore, the reported condition of "broken tubing" could not be confirmed. The root cause of the complaint is unknown. In addition, the lot number is unknown, per the customer, therefore a batch review could not be conducted. Should the sample and/or any additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv device was observed with the end of the tubing broken off during filling. The device was being filled with sodium chloride when this occurred. There is no patient involvement. No additional information is available.